Event description:
It was reported that the user contacted support due to concern for hypoglycemia after receiving an urgent low soon alert at a sensor glucose of 85 mg/dl, ingested approximately 15 grams of oral glucose, and later reported taking four glucose tablets and a small snack that resulted in a rising glucose trend with the ilet arrow initially straight up and then slanted as the pump delivered a small insulin dose. Symptoms included hypoglycemia with associated concern about impending low glucose. Outcomes included recovery to an in-range glucose of 108 mg/dl without hospitalization or medical intervention beyond oral glucose and education. Investigation included user counseling on appropriate treatment of low glucose, avoidance of overcorrection, and instruction that the ilet requires meal announcements to account for carbohydrate intake. Investigation of this case revealed no device malfunction and indicated expected device behavior in response to unannounced carbohydrate intake and subsequent automated insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.